Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a gynecological procedure on (B)(6) 2009 due to rectocele, cystocele, and uterine prolapse. The patient underwent a hysterectomy in 2009. It was also reported that a partial mesh removal was performed on (B)(6) 2011 due to erosion. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06874. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic supracervical hysterectomy/ bilateral salpingo-oophorectomy. It was reported that the patient underwent removal of mesh sling; removal of pessary trachelectomy; uterosacral ligament suspension; cystoscopy on (B)(6) 2011 due to stage 2 pelvic organ prolapse.